Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker could not be interrogated nor did it respond to magnet application. The device was explanted and will be returned for analysis. The patient is not pacemaker dependent and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device had no telemetry or pacemaker output. Visual inspection noted no irregularities. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. A high current condition was identified. Detailed analysis of the device hybrid was undertaken. During probing of the hybrid, the high current condition disappeared. The hybrid was tested in many different conditions, at many different temperatures and the high current drain could not be reproduced. Analysis confirmed the inability to interrogate this device and identified a high current drain; however, the high current disappeared during testing and the root cause could not be identified.